Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer did not have backup therapy and declined follow-up from tandem technical support.